Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The specific value is unknown but bg remained between 54-500mg/dl. Reportedly, the customer was able to resume insulin with original cartridge.